Manufacturer narrative:
The following information was left off the initial report: prior to balloon dilation a non-medtronic guidewire was used to cross the valve. It was not known at the time, but while advancing the guidewire, the wire went behind the frame through one of the struts of the outflow portion of the valve. The wire and delivery catheter system (dcs) were exchanged and the balloon was placed and expanded without any issue. While trying to retrieve the balloon, the balloon was unable to be removed as it was stuck in the strut of the valve. Multiple attempts were made to retrieve the balloon but nothing worked. After several hours, the physician opened the patient and removed the balloon manually. Following removal of bypass, aortic insufficiency (ai) and paravalvular leak (pvl) were noted. Additional information was received indicating that the paravalvular leak (pvl) was moderate or greater. The mean gradient prior to valve implant was unknown. It was reported that the small size of the surgical valve may have contributed to the elevated gradient (inner diameter of 17 mm). The implant depth was 2-3mm on the non-coronary cusp (ncc) and 4-5 mm on the left coronary cusp (lcc). It was noted that the mean gradient improved after the balloon was removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data e - initial reporter phone number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the devices remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previous implanted 21 millimeter (mm) non-medtronic surgical aortic valve, the valve was implanted valve-in-valve. The gradient was 40 millimeter of mercury (mmhg) upon deployment of the valve requiring a post-implant dilation balloon. A 20 mm dilation non-medtronic balloon was used. Transes ophageal echocardiogram (tee) showed the patient had wide open aortic insufficiency (ai) and paravalvular leak (pvl). A second valve was implanted emergently to treat the ai/pvl. No additional adverse patient effects were reported.